Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed about the pump replacement and advised to use multiple daily injections as backup therapy. Technical support confirmed the customer's shipping details and provided instructions for returning the faulty pump within 10 days using a prepaid label and return box.